Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A pharmacist reported a recurring issue of knives originating from custom packs that did not cut during cataract surgeries. Patient impact information is unknown. Additional information has been requested.